Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The date of event is an approximation; the specific date of event was not provided. The result from the meter was 1.8 inr. The result from the laboratory was approximately 2.5 inr. The timeframe between the tests was 30 minutes. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.

Manufacturer narrative:
The meter and test strips were requested for investigation. A different vial of the same strip lot was returned. The returned test strips were measured on reference meters with a high level control sample: (B)(6). All inr values were within the specified target ranges, confirming the functionality of the coaguchek test strips. No error messages occurred. The returned customer material and retention material complies with specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."